Event description:
Defect: plunger leakage (leakage defect) during anticancer product sampling. No patient consequences additional information: could you please provide a date of event? "05/06/2024". Please confirm the number of products affected. "1 product only". Has there been any healthcare worker¿s exposure to blood or bodily fluids? "No". Have any other actions been taken? "Syringe replacement". Were there any negative consequences for the operator due to the leak or for patients due to the missed administration? "No leakage under isolator".

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Defect: plunger leakage (leakage defect) during anticancer product sampling. No patient consequences additional information: 1. Could you please provide a date of event? "05/06/2024". 2. Please confirm the number of products affected. "1 product only". 3. Has there been any healthcare worker¿s exposure to blood or bodily fluids? "No". 4. Have any other actions been taken? "Syringe replacement". 5. Were there any negative consequences for the operator due to the leak or for patients due to the missed administration? "No leakage under isolator". Follow-up 1st attempt comments (rec): was there any damage observed on the device? "There was no material damage."

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/additional information: additional information: annex a code updated to reflect defect observed on sample. Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged near the 30ml marking, the damage resulting in the leak reported. A device history review was performed for reported lot 2205038, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices and no leakage occurred. While we cannot identify a direct issue, based on the damage observed it was determined the damage likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.